Event description:
Coiling embolization treatment of a cerebral vessel occlusion. It was reported that upon positioning the coil, it prematurely detached but in the intended location. No patient injury reported.

Manufacturer narrative:
Only the delivery pusher was returned for evaluation and confirmed the implant coil had detached. The evaluation showed excessive force was used which likely led to the coil becoming detached. (B)(4).